Event description:
Customer reported that she had low blood glucose of 53 mg/dl due to her insulin pump delivered too much insulin overnight. Customer stated that she went to the doctor office for assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.